Event description:
New information received notes the right ventricular (rv) lead was not explanted but was left in situ, capped (B)(6) 2023 and replaced due to the observed noise. Other lead parameters were stable prior to the intervention.

Event description:
New information received notes oversensing was recorded as high ventricular rates which resulted at times in pacing inhibition. The patient was not pacing dependent so did not experience any symptoms. The right ventricular (rv) lead was explanted and replaced. Additional information was not provided.

Event description:
It was reported that the patient presented for a follow up in clinic on (B)(6) 2023. Interrogation revealed the patient's device was programmed vvir to pace, sense the ventricle and inhibits output in response to a sensed ventricular event and the patient had ultra-low sinus rhythm. The right ventricular (rv) lead's capture threshold was high. The capture threshold in bipolar and unipolar modes were tested and found to be high. The rv lead's pacing impedance had doubled. Several noise episodes were present from (B)(6) 2023 to (B)(6) 2023. The physician suspected a lead fracture due to an inappropriate tie-down/suturing technique at initial implant. Programming changes were made. The patient was referred for rv lead replacement. The patient was stable.